Manufacturer narrative:
The report of frontal lobe encephalomalacia and intraoperative packed red blood cells post-operative day 1 and 2 were also reported under manufacturer¿s report # 2916596-2020-05562. The report of hypothermia and positive beta d glucan test were also reported under manufacturer¿s report # 2916596-2020-06496. Updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient experienced low flow alarms which resolved same-day on (B)(6) 2018 while ambulating. On (B)(6) 2018, the patient experienced hypothermia, and beta d glucan was drawn and came back positive. Follow-up fungal cultures were drawn and came back negative. The infection resolved on (B)(6) 2018 (captured under MFR. Report # 2916596-2020-06496). The patient also experienced frontal lobe encephalomalacia (captured under MFR. Report # 2916596-2020-05562) on (B)(6) 2018. The patient ultimately expired on (B)(6) 2018. The heartmate 3 lvad, serial number (B)(6) , was not returned for analysis (captured under MFR. Report # 2916596-2020-02666). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU is currently available. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient ultimately expired on (B)(6) 2018. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis (captured under MFR. Report # 2916596-2020-02666). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced frontal lobe encephalomalacia on (B)(6) 2018. The subject received two units of packed red blood cells intraoperatively, one unit of packed red blood cells post operation day 1, and two units of packed red blood cells on post operation day 2. The patient experienced hypothermia. Beta d glucan was drawn and came back positive. Follow up fungal cultures were drawn, which came back negative. The patient had some low flow alarms while ambulating and vad speed was changed from 5400rpm to 5200 rpm. The patient also had pi alarms and pain and speed was decreased to 5000rpm due to increasing pi events.